Event description:
Boston scientific received information that the patient with this right ventricular lead experienced lightheadedness and dizziness. A review of recorded ventricular tachycardia episodes showed noise and oversensing on the rv channel. Pacing inhibition with 2-4 second pauses were noted. Rv pacing threshold had also increased in bipolar configuration, thus was reprogrammed to unipolar. A local boston scientific representative provided options to resolve the issue. Additionally, a chest x-ray showed the rv lead was in a good position. Programming changes were made and the physician confirmed that the patient was doing fine during a subsequent follow up check. This lead remains actively implanted. No additional adverse patient events were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.